Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing a low blood glucose (bg); bg values and cause of bg were not provided. Customer reported treatment was received and resolved the issue. The customer was released the same day with the issue resolved. Customer declined to provide additional event details.